Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported similar complaints related to other devices from the same product code/lot number combination, see MDR's 1118880-2015-00227, 1118880-2015-00229, 1118880-2015-00230 and 1118880-2015-00231. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the following information: the tip of the sheath was all chewed up; it kinked too easily; the procedure was completed; and the patient was reported as doing fine.

Manufacturer narrative:
The investigation was based upon user facility information and evaluation of the retention samples from the reported and surrounding lots manufactured. Visual inspection confirmed there were no defects. There is no evidence that this event was related to a device defect or malfunction. The retention samples were found to be normal product. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.